Event description:
Meter name: one touch ultra. Strip name: lifescan. Meter code: 23. Strip code: 23. Strip storage: unknown. Symptoms: passed out. A patient reported they were hospitalized and treated by emt. Their meter allegedly was inaccurately high. The results on their meter was 131 (no units). The result on the emt meter was 25 (no units). The time difference between patient's meter and emt meter was unknown. Treatment was unknown. No further information has been reported.